Manufacturer narrative:
Batch review performed on 17 january 2018 lot 165672: (B)(4) items manufactured and released on 05 october 2016. Expiration date: 2021-09-20 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Biolox delta ceramic ball head 12/14 ø 28 size l +3.5 01.29.203 (k112115) lot. 168599: (B)(4) items manufactured and released on 05 april 207. Expiration date: 2022-03-26 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery due to dislocation. No trauma reported.